Manufacturer narrative:
According to the complainant the device will not be returned for investigation we are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s901usqs8gza1. Hardware: sm-s901u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported developing pain, redness with purple discoloration, warmth, pus, and worsening inflammation at the infusion site on the leg after approximately 36-48 hours of pod wear. The patient sought medical evaluation and was diagnosed with a cellulitis infection at the infusion site. Treatment included oral doxycycline, an antibiotic injection, and instructions to apply topical triple-antibiotic ointment and use warm compresses. The pod was discarded and is unavailable for investigation.